Event description:
Analysis of the returned generator was completed. There were no anomalies found with the pulse generator. Monitoring of the device output signal showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. The generator performed according to functional specifications.

Event description:
It was reported that the vns patient was experiencing an increase in seizures. Clinic notes were received indicating that a recent interrogation showed lead impedance within normal limits. The patient underwent generator replacement surgery on (B)(6) 2014. The explanted generator was returned to the manufacturer where analysis is currently underway. Attempts for additional relevant information have been unsuccessful to date.